Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose level of 400 mg/dl. The customer was treated with intravenous insulin and saline and was discharged after 4 days with no known permanent damage. Reportedly, the pump's usb port was damaged resulting in difficulties charging the pump and leading to the pump shutting off. Reportedly, the customer continued to use the pump for insulin therapy.